Manufacturer narrative:
Concomitant products: 6949 lead, implanted (B)(6) 2007. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted no anomalies. Cautery marks were noted on the device can/shield.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.